Manufacturer narrative:
A ge service representative performed an on site investigation. The 3 volt battery on x-ray controller board was replaced. The generator ground cable connection was repaired. The generator board was reseated and the battery replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the kilo volts would spike on the first use then there was no image on the screen on the 9800 system. No pt injury was reported.